Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity: patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in unknown city in the united states. The initial reporter information is unknown as well as the device information. No further details have been provided to livanova deutschland. However, the involvement of an s5 system cannot be excluded in this case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a medwatch mw (B)(4) report stating that on the (B)(6) 2019 the brother of the reporter undergone a surgery and the cardiopulmonary machine in use pumped all his blood into the reservoir, but it wouldn't pump back in. In the report it is stated that the surgeons checked for blood clots but did not find anything. Moreover, it was stated that the surgeons opened patient's sternum in order to perform an heart massage until a new machine was brought in the operating theatre and the surgery could be completed without further issues. It was stated that the patient was without oxygen for about 2-5- minutes. According to the reporter, the patient is experiencing pain and extremely short tempered. She noticed changes in his personality and he also forgets things. The reporter stated that her brother has pre-existing learning disability that seems to have become worse since the event and she thinks that the changes are related to the lack of oxygen during the surgery.